Event description:
It was reported that one day post implant, an increase in capture threshold was noted. A high out-of-clinic pacing lead impedance was seen on the trends. During a subsequent follow up, it was noted that lead impedance was within range but the capture threshold remained high. The patient condition was stable and device remains implanted. The patient will be monitored.